Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about a year back, the insulin pump stopped working and they stopped using it. The customer stated that he experienced high blood glucose of 518 mg/dl when he stopped using the insulin pump which he treated with manual injection. The customer stated they had done troubleshooting in the past. The customer did not have the insulin pump at the time of the call. The insulin pump. The customer would call back. The insulin pump will not be returned for analysis.